Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced recurring alert 65 indicating an audio over/under current condition that prompted repeated restart notifications on the ilet despite otherwise normal operation and stable glucose, consistent with a device hardware malfunction in the audio/power subsystem. Symptoms included no adverse clinical effects. Outcomes included no impact on clinical status or need for medical intervention. Investigation included complaint handling and technical review of alert behavior. Investigation of this case revealed repeated device alerts consistent with an electrical fault in the audio circuit when the battery is low. It was concluded that a device malfunction occurred and that replacement of the ilet is indicated if the alert persists after the battery is charged above 50 percent.